Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
It was reported that the patient reported the electrode has perforated the chest wall and goes through diaphragm and up through chest wall. The patient notes this was confirmed by a CT scan. The patient is a radiologist and noted that instead of being placed sub-cutaneous, from the device, the electrode currently goes through the chest wall between the ribs. It was noted that the electrode was tunneled inside the chest cavity and close to the base of the lung and then through the diaphragm. It then goes into the abdomen and pokes back up through abdominal musculature at the base of the sternum on the right side of the sternum. The patient stated he has never received a shock. The patient also mentioned that the wound over device took almost a year to heal, requiring an additional surgery. The field representative contacted the physician and was notified that the patient and physician are in contact. The physician plans to bring the patient back in for a lead revision at some time in the future. This procedure has not yet been scheduled. The physician stated believes he tunneled the electrode incorrectly at implant as from the x-ray, it is below the rib cage. The field representative was unable to obtain any further information on a secondary procedure related to a wound not healing. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the electrode was explanted. No new therapy device was implanted. However an insertable cardiac monitor was implanted to monitor the patient's condition for further therapy conditions. No additional adverse patient effects were reported.